Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer sometimes keeps cartridge on the pump for up to 5 days and had filled the syringe with air into the cartridge during the load process. The customer declined to troubleshoot with tandem technical support and stated that a new cartridge would be loaded.